Manufacturer narrative:
Device manufacturer address : (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported participate was observed in the ¿tube above the filter¿ of a clearlink system extension set. The event occurred during an amiodarone hcl infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed a brown/yellow discoloration uniformly throughout the product set. The brown discoloration affects sterilized products at any time after sterilization. The discoloration does not represent the presence of particulate matter, mold, or any other contaminant. This is a cosmetic defect that does not affect the function of the product and is not likely to cause a serious injury. Therefore, the reported condition of ¿dark particulate matter in the tubing below the filter¿ was not verified. Should additional relevant information become available, a supplemental report will be submitted.